Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2022, when the surgeon was driving in the femoral recon nail (frn) nail, the driving cap broke off, leaving the traded portion incarcerated in the cannula of the insertion handle. A second driving cap was used to tamp in the nail. In the process of using the second driving cap as a ramp, the threads of the driving cap became rounded off. There was a surgical delay of 3 minutes. The procedure was completed successfully. Patient outcome is unknown. Concomitant device reported: unk - nails: frn (part# unknown; lot# unknown; quantity: 1) this is report 2 of 2 for (B)(4). This report is for an insertion handle.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed, that there was no damage or defects with the radiolucent insertion handle frn. A fragment of the distal tip of the driving cap/threaded remained stuck in the mating insertion hole. A dimensional inspection for the radiolucent insertion handle frn was unable to be performed, due to complex geometry of the device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed, as the radiolucent insertion handle frn was found to have no damage or defects. No definitive root cause could be determined. There was no indication, that a design or manufacturing issue contributed to the complaint. Based on the investigation findings. It has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: no issues. Dimensional inspection: n/a. Device history: part number#: 03.033.001, lot number#: 44p4515, manufacturing site: haegendorf, release to warehouse date: 08 may 2020. A manufacturing record evaluation was performed, for the finished device lot number. And no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.